Manufacturer narrative:
(B)(4). One used transfer set was received with cap on spike and no cap on patient connector in reference to leak. The transfer set was tested underwater with leak noted from cut approximately 4 5/8 from sleeve in closed position. This report of a leak was confirmed. A batch review was not performed as lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received and is currently being evaluated by baxter. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer reported to baxter (B)(4) a leak from the transfer set tubing after the patient took a bath. There was no patient injury or medical intervention. There is no additional information available.